Event description:
It was reported that this right ventricular (rv) lead was fractured, which was confirmed during initial fluoroscopy at the beginning of the procedure. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.